Manufacturer narrative:
The insulin pump had intermittent buttons response due to flattened (creased) all buttons dome switch. No unlocked keypad connector noted. The insulin pump had battery cap stripped battery cap coin slot (p), minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube and stained address/serial number label. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had cosmetic damage. Blood glucose was 4.7 mmol/l. Customer¿s mother reported that the side of the insulin pump by the battery cap now has cracks. Customer¿s mother thinks that when she has to replace battery next time the pump will crack completely. The insulin pump will be returned for analysis.